Event description:
On (B)(6) 2010 I had a surgery for cervical stenosis. After the surgery I was always in pain and notified my doctor during my visits. In 2013, I saw an ortho in (B)(6) who required x-rays from my cervical area. It revealed a screw from my surgery had pushed back and was pointing to my esophagus. I had a major surgery with bone graft to add another metal plate to create stability, however, the screw remains out of place. My concern is that this could have been a design defect. I don't know if there have been any other cases reported. After my surgeries, I became disabled and suffer from chronic pain.